Manufacturer narrative:
Report source: (B)(6). Additional information: (B)(6).

Event description:
Information was received indicating that a pump using a cadd extension set was found to be leaking about 1cm away from the filter on the extension tubing. Per reporter the tubing contains 5 fluorouracil, it was also alleged patient injury occurred, however no information has been supplied for the allegation.

Manufacturer narrative:
Additional information was received indicating that as the drug used was a cytotoxic drug, the patient would have skin irritation if it gets into contact with the patient skin.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: both samples contain medicine, no scuffs, pinch marks, cracks, crazing, cuts, etc. Functional testing: the functional test could not be performed because the samples contain medication that causes that the water not flow through the tube. Results: could not replicate the failure since the samples were received with medicine inside the extension tube. Since the samples were received with medicine inside the extension tube it was not possible to perform any functional test to confirm the issue. The cause of the reported problem could not be determined. The lot number was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Manufacturer narrative:
Additional information was received indicating that the patient returned to the hospital to change the tubing. Device received.